Event description:
Pt contacted somnus via e-mail reporting ringing in ears post somnoplasty turbinate treatment. Contacted treating physician who reports: description of procedure / treatment: 1st turbinate treatment; treated left side only (1 lesion at 500 joules). 2nd turbinate treatment; 2 months 20 days later; treated right side (1 lesion at 500 joules). Treated left side (1 lesion at 500 joules). Doctor had no follow-up with pt until 4 months later. Pt was seen 2 months later for ringing in ears. Pt had a hearing test-all tests normal but a minimal amount of high pitch loss was noted. (Treating physician stated that this is normal for pt's age). Ear drum reflex is normal. As per treating physician, ringing in ears maybe due to allergic problem in the inner ear, but it is not widely recognized. Treating physician stated that there is no medical probability that it is related to somnoplasty turbinate treamtment, however this does not rule it out. Somnus is not aware of any other reports of ringing in the ears post somnoplasty turbinate procedure.